Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels while performing a troubleshoot for an infusion set leak. The blood glucose reading was 598 mg/dl, which the customer treated with a manual injection of 5 units of insulin. She stated that she observed insulin around the insertion site and noted that the blood glucose continued to rise. No symptoms of high blood glucose were reported. It was found that the infusion set cannula was bent upon removal. The blood glucose reading by the end of the call was 581 mg/dl, and she confirmed that the blood glucose levels were dropping. Unable to complete troubleshooting due to lack of a tubing clamp; advised the customer that one would be sent. Nothing further reported.